Event description:
It was reported that the core sumex drill had a cut in the cable exposing bare copper wires during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device having wires exposed was confirmed through visual inspection during service evaluation. The device was found to have a damaged cord with exposed bare wires. Damage to the cord can occur due to improper device handling.